Event description:
The customer stated the etco2 is reading low or not at all. The customer has put this unit in several different surgery rooms without the surgical staff's knowledge and the issue follows the unit regardless of the surgical unit it is used in. The ag-920pa multi-gas unit (used for measurement of anesthetic gas agents, oxygen, or co2) and would like it looked at. MFR ref # 8030229-2014-00104.